Event description:
Hosp cardiac unit personnel were attempting to externally pace a pt, condition unk. The first device was connected to the pt with ECG limb leads, disposable pacing/defibrillation/ECG electrodes and adapter, but, according to the reporter, the device alarmed pacing leads off and would not pace the pt. The second device was connected to the pt with the same electrodes but also, like the first, would not pace the pt, according to the reporter. The adapter was removed and disposable pacing electrodes were connected to the pt and to the device with a pacing cable and the pt was successfully paced. No adverse affects to the pt were reproted as a result of the alleged malfunction.